Event description:
It was reported that the customer had a no delivery weak signal alerts on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer just received a new transmitter. The customer was advised that we would set this back for a call back, will schedule follow up call for next business day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.